Manufacturer narrative:
Date sent: 12/20/2007. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported by the nurse practitioner that, the pt had a gastric band implanted in 2007. The pt she was admitted to the hospital the next month with compliant of abdominal pain and elevated temp. It was discovered that the pt had an infection at the port site and underwent surgery the next day, to remove and replace the port. When the abdomen was opened it was filled with pus, which confirmed an infection. The infection was believed to have originated at the port site. The infection was cultured and came back staph positive. The pt was hospitalized, treated with antibiotics and discharged three days later with home health to oklahoma.